Event description:
It was reported that the customer received two motor error alarms in the last thirty days. The customer's blood glucose level was 329 mg/dl. In the alarm history a motor position encoder error alarm was found. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery. Unable to confirmed the error alarm due to an erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window, and cracked battery tube threads.